Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 600 mg/dl. Customer stated that sensor glucose was 50 mg/dl and blood glucose was 360 mg/dl which was previously 600 mg/dl so insulin pump was suspended due to sensor glucose value which was causing high blood glucose. Customer treated high blood glucose with manual shots. Sensor will not be returned for analysis.